Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter was displaying the battery indicator. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2017. The patient reported that the battery indicator began to appear on (B)(6) 2017 at 8:00 pm. The patient stated that she manages her diabetes with insulin (self-adjuster). During the follow-up call, the patient claimed she developed symptoms of ¿shaking, sweating, dizziness and general confusion¿ on (B)(6) 2017 at 8:00 pm but was unable to obtain a blood glucose result due to the alleged meter issue. During the follow-up call, the patient informed the csr that she ¿gradually felt worse¿ as time advanced and stated that her husband treated her with juice and a sandwich 5 minutes after the onset of symptoms. During the follow-up call, the patient attributed the onset of symptoms to having had less food earlier that evening for the amount of insulin taken. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse to the subject meter. The csr documented that based on the information provided, the batteries did not need to be replaced. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required third party assistance for an acute low blood glucose excursion after the alleged meter issue began.